Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: the device has air channel is not working is due to the air/water (a/w) channel is blocked with white residue. The most probable cause of the complaint is traced to component failure, expected or random component failure without any design or manufacturing issue and cause not established. The investigation findings do not lead to a clear conclusion about the cause of the reported adverse event due to. Inappropriate material. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope had the air/water supply was impaired due to white residue present in the air/water (a/w) channel. There were no reports of patient involvement.